Manufacturer narrative:
The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal team, the decedent underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused death, injury and damages to the decedent, including, but not limited to, coagulopathy, which can be attributed to the ivc filter implanted. As a direct and proximate result of this malfunction, the patient has suffered significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses before ultimately passing.

Manufacturer narrative:
As reported, the decedent underwent placement of the trapease inferior vena cava (ivc) filter. Per the medical records, the patient history includes lower extremity dvt and thrombocytopenia. During the implant procedure, the optease filter was deployed just below the level of the renal vein. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused death, injury and damages to the decedent, including, but not limited to, coagulopathy, which can be attributed to the ivc filter implanted. Per the patient profile from (ppf), the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, mental anguish due to worry of potential harm from ivc filter. Patient is deceased. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Coagulopathy leading to death does not represent a device malfunction and may be related to underlying patient conditions, specifically the history of clotting events. With the limited information available it is not possible to fully assess the contributing factors to the reported death. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, mental anguish due to worry of potential harm from ivc filter. Patient is deceased. The following additional information received per the medical records state that patient has a history of lower extremity dvt and thrombocytopenia. During the implant procedure, the right common femoral vein was accessed, and a 7 french delivery sheath was inserted followed by a 0.035 bentson guidewire. The optease filter was deployed just below the level of the renal vein. The patient tolerated the procedure well.

Manufacturer narrative:
As reported, the decedent underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused death, injury and damages to the decedent, including, but not limited to, coagulopathy, which can be attributed to the ivc filter implanted. As a direct and proximate result of this malfunction, the patient has suffered significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses before ultimately passing. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Coagulopathy is a condition that affects the way the blood clots. Placement of a vena cava filter is not a cure nor does it cause this bleeding disorder. This does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. There is no medical evidence of a causal relationship between the vena cava filter and this condition. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.